Event description:
It was reported that patient underwent an artificial urinary sphincter (aus) replacement surgery as the cuff would not inflate. Once the balloon was pulled out, the fluid leak and sizable hole in the pressure regulating balloon (prb) was observed. The aus device was replaced. There were no patient complications.